Event description:
Overdelivery reported: the pump was programmed to infuse heparin 250.0ml at 6.0ml/hr (600u/hr) on the secondary line. D5.45ns with 20 meq kcl at 150.0ml/hr was infusing on the primary line. It was reported that the heparin fluid container was empty prior to expected time of completion. According to the rate per hour and fluid container total volume, there should have been approx 200.0ml left in the bag. There was no report of pt harm. There was no incident report generated with this serial number identified. Though requested, no further info was available.